Event description:
The event occurred on a unicel dxc 600 pro synchron system.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and found a faulty reagent probe a wash collar and vacuum valve. The fse replaced the reagent probe a wash collar and vacuum valve to resolve the issue, no further leaking was observed.

Event description:
The customer reported a leak from reagent probe a on their unicel dxc 800 pro synchron system. The leak was contained to the instrument and discovered when a level sense error was generated during loading of a reagent cartridge. The operator was wearing personal protective equipment at the time of the event and there was no report of injury or direct exposure to the leak. The customer reran patient samples generated prior to discovering the leak and stated one false low cr-s (creatinine) patient result was reported outside of the laboratory. The impact to patient treatment is unknown; the customer did not provide any additional information regarding the patient or the erroneous result generated. Cr-s quality control (qc) was within the laboratory's established ranges on the date of the event.